Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to metallosis.

Manufacturer narrative:
The femoral head was returned for further review. The taper surface on the femoral head indicated dark debris. Dimensional measurements of the femoral head conformed to print specifications where measured. Sem images confirmed the presence of dark debris on the femoral head taper. Eds elemental analysis of the debris on the head taper surface was performed. The debris on the head taper indicated elements carbon, oxygen, silicon, phosphorus, potassium, chromium, cobalt and molybdenum. The reported devices are used for treatment. It is unknown if the devices were used in an approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Adherence to rehabilitation protocol and relevant medical history are unknown. Review of the complaint history indicated no prior complaints for the part-lot combination for the head. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. 00784802400 ¿ modular neck ¿ 61699295; 00620005622 ¿ triology cup ¿ 61694161; 00630505636 ¿ trilogy liner ¿ 61669255; 00771300900 ¿ modular femoral stem ¿ 61719841; 00-6250-065-35 ¿ triology bone screw ¿ 61755421. Reported event was confirmed by review of operative notes stating the presence of adverse local tissue reaction, fluid and bone loss. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a right hip revision approximately 4 years post implantation due to adverse local tissue reaction. During the surgery, there was fluid present along with granulomatous reaction and corrosion was found on the femoral neck and inside the femoral head. Bone loss was also found behind the acetabular component. The head and liner components were removed and replaced, while the shell and stem appeared to be well fixed.